Event description:
Rptr developed silicone implant syndrome (sims) aka atypical connective tissue disease with atypical neurological syndrome in 1995. She c/o peripheral neuropathy 1993, vertigo 1995, tinnitis 1995, sleep disorder 1995 and visual disturbance 11991-96.